Event description:
The complainant indicated that during routine testing the device did not display "ECG lead off" while performing ECG lead off test. The complainant indicated there was no pt involvement with this reported malfunction.